Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged temperature alarm issue was verified; however, the reported unexpected shutdown could not be verified.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple intermittent temperature alarms occurred. In addition, although pump battery was charged, pump shut off unexpectedly. Customer was unable to access pump history to confirm if there were any additional alerts or alarms. Customer¿s blood glucose level was 160 mg/dl. Reportedly, customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.